Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgical procedure the top two ports that were dim. The procedure type, event timing was unknown. The procedure was completed with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in section d.9, h.3, h.6 and h.10. The company service representative examined the system and replicated the reported event. The nonconforming illuminator module was replaced to resolve the issue. The company service representative observed that the lamp hours on the auxiliary illuminator was high, so the xenon lamp was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming illuminator module. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).